Event description:
Device displayed a low motor battery error; however the pt indicated that the audible alarm did not sound in conjunction with the error. Additionally, pt stated that they have been experiencing erratic blood glucose (3.6 - 15 mmol/l) for the past week. The pt reported that the device sounds like it is "laboring" more than it should. Pt self treated by increasing hourly basal insulin rates.